Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer stated the alarm would occur during bolus deliveries. Customer's blood glucose was unknown. Troubleshooting did not occur because the customer did not have the insulin pump on them. No additional information provided.